Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately high compared her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at around 5 a.m., on (B)(6) 2020. The patient claimed that a few days after the alleged inaccuracy issue first began, she obtained a result of ¿295 mg/dl¿ with the subject device which she felt was inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes with self-adjusted insulin (30 units, unspecified type of insulin) and she advised the cca that in response to the alleged inaccurately high blood glucose readings, she administered 5 units of insulin. The patient advised that an unknown time later, she began to feel like she was ¿fading away¿ and that she developed ¿blurred vision and heat¿. The patient reported that she tested her blood glucose using the subject device, reportedly obtained a result of ¿48 mg/dl¿ and that she subsequently self-treated by drinking some chocolate milk. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca walked the patient through a control solution test; however, noted that the patient was unable and/or unwilling to confirm if the result obtained was within the range printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged elevated reading obtained on the subject device.